Event description:
Report received indicated that while advancing the filter through the delivery sheath, it became stuck and could not advance further. The system was removed, and a second filter was advanced through another delivery sheath. This filter also became stuck and the system had to be removed. There is no info available regarding if a tortuous vessel approach was made or specifically what the vessel characteristics were. There was no reported pt injury.

Manufacturer narrative:
Upon analysis of the returned products it was noted that a filter barb on each system had punctured the delivery sheath thus making the complaint reportable. Two clinically used optease retrieval filters were returned for analysis. Both filters were found still in their own 6f delivery sheath. One filter barb of each filter had penetrated the sheath cannula wall, one at 18.5 cm distal to the valve housing and the other at 16 cm distal to the valve housing. Both cannula sheaths have some bent type condition at the position of the puncturing. After both filters were pushed back through the cannula for approx two centimeters, they could be pushed out of the delivery sheaths without any problem. Both filters deployed well and without difficulties. Microscopic examination performed on the barbs of both filters revealed no anomalies, they are all in line and no hooks were observed. Cross-sectional analysis performed on both cannula sheaths revealed no manufacturing related anomalies that might has caused the filter barb puncturing. As no lot number was available, no review of the mfg records could be performed. It strongly appears that the penetration of a filter barb through both delivery sheath walls was caused by advancing the filter through a severely bend/kinked cannula sheath, probably due to a tortuous anatomy of the pt. It is stated in the IFU: "if filter advancing is problematic when using a tortuous vessel approach, stop filter advance prior to the curve. Advance the sheath to negotiate the curve, then continue to advance the filter". This complaint is considered to be procedure related.